Event description:
International complaint received from affiliate. Customer reports during patient use the tubing connector separated causing 200ml of blood loss. No treatment, injury or medical intervention was required. Sample is available for testing. No additional information is available.

Manufacturer narrative:
The device was requested for evaluation. Should the sample become available for evaluation, a follow up reort will be submitted upon completion of testing.